Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00078.

Event description:
The customer reported that he performed comparison testing between the blood glucose readings obtained on the contour next one meter and contour meter. The reading on the contour next one meter was 30 mg/dl higher compared to that obtained on the contour meter. No specific readings were provided. The customer stated that based on the meter readings, the physician added glimepiride and 12 units of insulin injections at night to his original regimen of metformin. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information provided by the customer was not related to the event, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house contour next meter was tested with the in-house contour next test strips, which gave a satisfactory performance.